Event description:
It was reported the pt last had stimulation and charged in (B) (6). There was now no communication from the clinician or pt programmer, and no coupling with the recharger. The antenna locate feature was used to locate the implantable neurostimulator. A power-on-reset (por) condition was noted after the antenna locate feature was complete. The por was cleared. Interrogation with the clinician programmer showed the implantable neurostimulator (ins) was discharged. Four coupling bars were seen on the recharger.

Manufacturer narrative:
(B) (4).